Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. The complaint device was not returned for an evaluation. Photos were provided for review. Without the device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of the instructions for use, and quality control data. A review of the device history record for the complaint device production lot could not be performed as the lot number was not provided. A review of complaint history records for the associated complaint device lot could also not be performed without the lot number. The instructions for use (IFU) provided with this product includes the following information to the user related to the reported failure mode: warnings formation of knots in multi-length stents may occur. This may result in injury to the ureter during removal and/or the need for additional surgical intervention. The presence of a knot should be considered if significant resistance is encountered during attempts at removal. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The complaint was confirmed based on the photos of the device after it was removed from the patient and the imaging taken during the procedure. A clinical assessment was carried out that identified that stent knotting is a rare, but well documented potential complication of multi-length ureteral stent use. The complaint was confirmed based on the imaging and photos of the complaint device. The cause of the stent knotting could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new event information received since the last report was filed.

Manufacturer narrative:
(B)(6). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a lithotripsy procedure to remove a renal stone from the ureter, the surgeon observed resistance in removing the ureteric stent. A rigid ureteroscope was placed to investigate obstruction where a knot was found in the proximal coil of the stent. Using the ureteroscope as dilation, the stent and ureteroscope were removed from the patient together. The stent was successfully removed and the case continued without further issue. The case was completed successfully and no adverse effect upon the patient was observed. Cook has been advised that individual patient/case data is not available from the hospital.